Event description:
It was reported that during a procedure, a burning smell was noted; upon completion of the procedure and withdraw of the surgical fiber, "black tip of the laser fibre was noticed instead of the usual blue colour". Pt outcome: "no adverse outcome known".

Manufacturer narrative:
Fiber analysis: the fiber was found to be fractured 1cm from the distal tip and broken off; evidence of burning at the break was observed. The broken off segment was returned with the device. The distal tip of the glass fiber was found to extend 3mm beyond the outer sheath; the fiber glass tip appears in good conditions. The distal end of the blue outer sheath shows black marks. No visual damage is observed near the connector and throughout the test of the fiber. The most probable root cause of the device failure was determined to be user handling/excessive bending during the procedure.